Manufacturer narrative:
The instrument was returned and analysis found the returned straight suction was damaged. The instrument had difficulty verifying when attached to a known good tracker returning a divot error of 1.9 mm to 2.1 mm. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while in a functional endoscopic sinus surgery (fess) procedure. It was reported that the straight suction had difficulty verifying. Representative stated that the geometry error was high, and site was having trouble verifying it consistently. The procedure was completed with the use of navigation. There was a delay of 10 minute. No known impact on patient outcome.